Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was in auto mode at the time of the high blood glucose level incident.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer current blood glucose level was 516 mg/dl at the time of incident and 308 mg/dl was the current blood glucose. The customer was treated with insulin shot for high blood glucose level. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer reported no symptoms related to high blood glucose. Based on customer¿s report customer does not allege insulin pump was under delivering. The device will not be returned for analysis.